Event description:
Caller indicated the relion micro meter was reading low. Caller took patients bg reading and the reading was 135, within one minute, new blood drop reading was 100, within 3 minutes the reading dropped another 10-15 points. Caller then took her to the emergency room based on the readings dropping so quickly. When arrived at ER the doctor checked her blood sugar and the reading was 215. Controls not used.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device's tip broke off outside of the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade